Manufacturer narrative:
Integra has completed their internal investigation on 10/02/2015. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: the laser level was identified with the letters nsicu. Since the battery compartment of the laser level was empty, unit was tested using a spare set of two ¿n¿ cell type batteries. The power switch was depressed and the light beam automatically turned on. Since the fg lot # was not provided, the device history record (DHR) could not be reviewed. As part of the manufacturing process, the laser level components are 100% functionally tested using the batteries included and calibrated as per procedure, ¿pole mount laser level verification/calibration¿. A complaint history review was performed and documented in the product impact assessment. In addition, scar¿s, ncr¿s and CAPA's initiated from 2013 were reviewed. No scar¿s have been issued during this period that could be related to the reported condition (faulty laser level). Nonconformance reports (ncr) and CAPA records were reviewed from 2013 for any investigation related to the reported condition. Based on the information provided by the customer regarding a faulty laser level, a summary of the product¿s instructions for use (IFU) is provided below for further evaluation of the reported incident. Instructions for use (when using the laser level): remove the battery cover from the rear side of the laser level. Insert two ¿n¿ size batteries into the battery compartment on the laser level. Replace the battery compartment cover. Depress the power switch (caution: do not stare into light beam) laser level battery care and maintenance: laser level device is provided with two ¿n¿ cell type batteries that are date coded. Batteries are rated for at least 500 uses at 30 second interval illumination. Replace batteries if unit fails to illuminate. Standard alkaline ¿n¿ cell batteries can be used. Exposure to water, dust, heat or sunlight can damage laser. Do not drop the laser leveling device or subject it to stress; damage to the laser can result. Upon review of integra¿s complaint system from january 2013 ¿ august 2015, approximately (B)(4) units have been shipped for distribution since 2013 to july 17, 2015, resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: based on the description of the event reported and product failure analysis, the reported condition ¿failure of laser level to illuminate¿ was not confirmed. The laser level beam was visible upon turning unit on. Potential causes for illumination failure could be related to the following: batteries were not placed or correctly placed in compartment. Batteries required replacement.

Event description:
The laser on the ins400 was faulty. There was no pt contact. There was no pt injury. Additional info was requested and on (B)(6) 2015, the following was received from the customer: the product problem was discovered when the user first received the product and they were putting it together for use. They could not see the laser light at all. The product was going to be used on a pt eventually. A replacement product was available to be used. Surgery delay was reported as not applicable.